Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported automated impella controller (aic) displayed "purge disc not detected". It was noted that the alarms started randomly and then resolved. It was advised to replace the aic to resolve the issue. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported "aic - purge disc/flag issues" issues has been completed. The controller device has been returned for evaluation. Aic logs confirmed the reported failure. The complaint was reproduced on the engineering bench. The purge flag was missing and purge disc not detected alarms were received when going through case wizard. The cause of the issue was a missing purge flag. This report is being filed as part of a retrospective review of historical records.